Event description:
It was reported that during use of the set, the blue cap that closes the y-tube after the non-return valve was allowing air into the tube. It was also reported that the adjacent mechanical clamp had not been closed the previous day and that air had entered the manifold. It was not specified how much air had entered. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. G3: france. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.